Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-05697. The pt has two leads from the same lot. It was reported the pt experiences overstimulation at the ipg and lead site. As a result, the pt was advised to deactivate stimulation. The pt was placed back on pain medication and will follow-up with her doctor and/or sjm representative.